Manufacturer narrative:
During the evaluation of returned autopulse platform (serial # (B)(4)), user advisory - (ua)16 "timeout moving to take-up position" displayed during the initial functional testing. The investigation findings revealed of a seized brake gap on the drivetrain motor. Therefore, the root cause was due to a damaged drivetrain motor. To remedy (ua)16, the brake gap was un-seized. During visual inspection, damaged top cover and front enclosure on the returned autopulse platform were observed. This issues were originally reported as a complaint. These types of damages is a characteristic of mishandling. After service performed, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The ap platform passed all functional tests and it is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for autopulse with serial number (B)(4).

Event description:
No device malfunction was reported by the customer. However, on (B)(6) 2019, during the initial functional testing, the autopulse platform (serial # (B)(4)) displayed a user advisory - (ua)16 "timeout moving to take-up position" error message upon powering on. This failure is a reportable event because unrecoverable user advisory can interrupt therapy. Furthermore, during shift check, zoll sales representative reported that a crack top cover on the autopulse platform was noticed. No patient involvement.